Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the ec for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had used a handheld endoscope to place ports and then attempted to connect a 3d endoscope, which the system did not recognize and only displayed color bars. The customer then tried the endoscope again with no change, followed by a second 3d endoscope with no change, and the system did not respond at all when any endoscope was plugged in, with no errors or messages displayed. Technical support engineer (tse) had the customer power cycle the system and cycle the video system controller breaker, but these actions did not change the behavior, and the procedure was converted to laparoscopic surgery with no reported injury.